Event description:
It was reported that the left ventricular (lv) lead had pulled back from its original position shortly after the original implant. A lead revision procedure was performed where the lead was repositioned. However, by the next day it was found that the lead had dislodged again. The lv lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2003; a 5076-52 lead, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.